Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges he is getting symptoms, a sinus infection and suffers from a sore throat. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges he is getting symptoms, a sinus infection and suffers from a sore throat. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that customers humidifier heater plate did heat. Manufacturer used a known good and supplied heated tube on customer¿s humidifier and observed the tube did heat. Ui (user interface) knob broken. The air outlet port had dust-like contamination in it. Air inlet had white dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Bottom enclosure had dust-like contamination in it. The sound abatement foam was intact and had dust-like contamination on top of it. The contamination found in the humidifier enclosure are considered not to be in the airpath. There was two error code found. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Manufacturer was unable to address the symptoms specified.